Event description:
Customer called to report that the tricontinent reagent pump syringe of the unicel dxc 800 synchron system was leaking. The volume of fluid that leaked was approximately half of a cubic centimeter. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The customer technical specialist (cts) evaluated the instrument issue by telephone and determined that the issue would be resolved with the replacement of the tricontinent syringe. Customer removed and replaced the tricontinent syringe, after which no further leaking was observed. The cts verified proper instrument performance with customer to ensure that the troubleshooting instructions provided effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event. The issue was resolved through routine customer maintenance.

Manufacturer narrative:
(B)(4).